Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("it poked a hole in my tube/failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included painful intercourse, generalized aching and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pian"), mood swings ("mood swings") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (had tube removed/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, mood swings and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, fallopian tube perforation, genital haemorrhage, mood swings, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: review of the hysterosalpingogram performed after this procedure in 2014 shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device within the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Events- mood swings, bacterial vaginosis, it poked a hole in my tube/failure to occlude (close) fallopian tube(s), she did not undergo essure confirmation test".reporter, product information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it poked a hole in my tube / failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. B53032,b09709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included painful intercourse, generalized aching and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pian"), mood swings ("mood swings") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (had tube removed/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, mood swings and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, fallopian tube perforation, genital haemorrhage, mood swings, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: review of the hysterosalpingogram performed after this procedure in 2014 shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device within the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device. Lot number: b09709 manufacture date: 2013-03 expiration date: 2016-03 . Lot number: b53032 manufacture date: 2013-07 expiration date: 2016-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2019: quality-safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it poked a hole in my tube / failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. B53032,b09709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included painful intercourse, generalized aching and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pian"), mood swings ("mood swings") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (had tube removed/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, mood swings and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, fallopian tube perforation, genital haemorrhage, mood swings, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: review of the hysterosalpingogram performed after this procedure in 2014 shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device within the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs received- lot numbers and height were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it poked a hole in my tube / failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. B53032,b09709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included painful intercourse, generalized aching and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pian"), mood swings ("mood swings") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (had tube removed/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, mood swings and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, fallopian tube perforation, genital haemorrhage, mood swings, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: review of the hysterosalpingogram performed after this procedure in 2014 shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device within the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: shows two essure devices overlying the left fallopian tube, one in the expected position and one coiled with a single essure device. Lot number: b09709 manufacture date: 2013-03 expiration date: 2016-03 . Lot number: b53032 manufacture date: 2013-07 expiration date: 2016-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.